Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer questioned 4 patient samples tested for na+ electrode on a cobas integra 400 plus. Based on the data provided, the results for 2 patient samples were erroneous and not detectable to the user. The erroneous results were not reported outside of the laboratory. Patient 1 initial na+ result was 137.6 mmol/l. The repeat result was 131.2 mmol/l patient 2 initial na+ result was 133.8 mmol/l. The sample was repeated twice with results of 128.6 mmol/l and 131.2 mmol/l. There was no allegation that an adverse event occurred. The na+ electrode lot number was 21574747. The expiration date was not provided. Qc results were acceptable. The procedure clean ise tower automatically and electrode service was performed on the instrument. The customer loaded new solutions and calibrated. The customer received calibration errors and the electrode service procedure was performed again. Afterwards, calibration alarms were produced and the electrodes were activated. Calibration was performed again and it was successful. The customer then performed precision testing on a patient sample x10. The reference electrode and the na+ electrode were last replaced in (B)(6) 2018. The field service engineer (fse) visited the customer site where insufficient mixing of samples or solution and water inside the mixing tower was suspected. After readjusting and running multiple samples, the results were reproducible to one another. The investigation was unable to find a definitive root cause.